Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: bd received 3 photographs in support of this complaint. The photos were evaluated and the issue of leakage was observed as they show a used needle with the blood smeared around the female luer; the indicated failure mode of cracked component was not observed. Additionally, 10 retention samples were functionally tested with no issues being observed as all tubes filled as expected. Bd was able to confirm the customer¿s indicated failure modes because the defect was evident in the photographs provided. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets had blood splatter and failed to contain blood. The following information was provided by the initial reporter: "in the process of blood drawing, it was found that the plastic at the end of the pbbcs leaked blood, and air entered the lumen of the needle body, leading to the inability to fill the blood collecting vessel. Later, it was found that there were cracks in the blood leakage of both pbbcs."